Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the quality assurance investigation laboratory, the device's solenoid valve was found to be stuck open. The device's active exhalation control module was replaced to address the issue.